Manufacturer narrative:
Concomitant medical products: 1999-52 lead, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported eight days post implant that the right ventricular (rv) lead had dislodged and was no longer in the ventricle but was in the atrium. At the rv lead revision procedure the physician found it difficult to screw and unscrew the lead. Therefore, the physician decided to remove the lead and implant a new lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the helix extended and bent. If information is provided in the future, a supplemental report will be issued.